Event description:
It was reported that pump experienced malfunction with software error message, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, reset pump with guidance from technical support, confirmed malfunction did not recur after reset, and was advised to continue using pump and call back if malfunction returned, which customer acknowledged and understood.